Event description:
It was reported that a farawave catheter was selected for use. It was reported that a cardiac tamponade was noticed after the atrial fibrillation (afib) procedure was completed. It was indicated that when the patient was in the recovery area, and about twenty minutes after leaving the electrophysiology (ep) lab, the patient's blood pressure was low and at 60s/30s. The echo team came into the recovery room, used a chest ultrasound, and noticed and confirmed a pericardial effusion/cardiac tamponade. The physician performed pericardiocentesis. The last known patient status was stable. The patient was moved to an intracardiac echocardiography (ICU) room with the drain left in place. The patient has a history of diabetes, afib, and renal cancer with nephrectomy. The reporter stated that the carto 3 system was used for mapping. It was also indicated that the farapulse system was used for ablation. The petal xml was not used. The following bwi catheters were used during the procedure: octaray catheter and soundstar catheter. The reporter was unable to provide the reference numbers and lot numbers of the bwi catheters, and the bwi catheters were discarded. There was no bwi product malfunction. The physician opinion on the adverse event was that it happened with the use of the boston scientific pulsed field ablation (pfa) wire. He believed the wire went through the left atrial appendage when he was trying to wire the left superior vein to guide the boston farapulse there. The device is not expected to be return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.